Event description:
Caller states that the pt tested 2.8 inr on the device and 1.9 inr on a comparison lab. No action was taken based on device results. No adverse event reported and no treatment received.